Manufacturer narrative:
The reported issue was confirmed. During evaluation, it was confirmed that the ac cca card and power module have degraded. During evaluation, it was confirmed that the connection from ac main voltage circuit card to power inlet module shows signs of electrical overstress. Preventatively replaced ac main voltage circuit card. An electrical safety test was performed. A 45 hour burn in was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process . Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. The DHR review is not required and the labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device boosted immediately to an alarm 77 (non-recoverable system error) and discussed that it was an indicative of an open chiller water temperature (t4) thermistor. They stated to discuss the repair options with management. Per sample evaluation results on 26sep2023, it was reported that the connection from ac main voltage circuit card to power inlet module shows signs of electrical overstress. The control panel bezel was cracked. The double bend tube and the chiller evaporator outlet tube were expanded. The chiller molded tube was torn while installing the tank temperature harness. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device boosted immediately to an alarm 77 (non-recoverable system error) and discussed that it was an indicative of an open chiller water temperature (t4) thermistor. They stated to discuss the repair options with management. Per sample evaluation results on (B)(6) 2023, it was reported that the connection from ac main voltage circuit card to power inlet module shows signs of electrical overstress. The control panel bezel was cracked. The double bend tube and the chiller evaporator outlet tube were expanded. The chiller molded tube was torn while installing the tank temperature harness. Completed the 2000-hour pm procedure on the device.